Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12747, reference MFR. Report#: 1627487-2018-12748. It was reported the patient during a drg lead revision procedure on (B)(6)2018 (reference MFR. Report# 1627487-2018-12532, MFR. Report# 1627487-2018-12533 and MFR. Report# 1627487-2018-12534, a cerebrospinal fluid (csf) lead occurred. It was noted the patient was asymptomatic and the issue was resolved. No devices were implanted.